Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware of the event involving citadel plus bed frame. When two members of the customer staff was rolling the patient, the patient leanrted on the side rail. At that time the crack was heard and the side rail came down. The patient started to fall. The customer staff caught the patient and rolled her back in bed. The patient sustained minor injuries (cut her lip, bloody nose, ripping a toenail, and bruising the left foot, bump on top of the left hand and a skin tear on the left thumb). The nurse sustained minor injury (some bruising, and a flair up of an old muscle strain). The report is related to the patient, the 3007420694-2025-00116 complaint is related to the nurse.

Manufacturer narrative:
Instruction how to lock the side rail is described in the citadel plus instruction for use (831-374): ¿make sure the locking mechanism is securely engaged when the side rails are raised.¿ ¿to minimize risk of falls and injury, the bed should always be in the lowest practical position when the patient is unattended.¿ the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or an approved service agent should be contacted. The manufacturers investigation is ongoing to check whether it is possoble that the side rail is incorrectly locked in raised position. Conclusions will be provided in the final report.

Manufacturer narrative:
Instruction how to lock the side rail is described in the citadel plus instruction for use (831-374): ¿make sure the locking mechanism is securely engaged when the side rails are raised.¿ ¿to minimize risk of falls and injury, the bed should always be in the lowest practical position when the patient is unattended.¿ the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or an approved service agent should be contacted. Following the event, the device was inspected by the arjo service technician. No issue with the side rail locking mechanism was found, locking and unlocking of the side rail operated correctly. However, additional investigation was conducted at the manufacturer's site. The process of analyzing the data is ongoing to establish the root cause of the reported event.

Manufacturer narrative:
The arjo service technician inspected the device and found no malfunction in the side rail locking mechanism. Additional testing, using random samples, were conducted to simulate the reported situation when side rail opens when a load is applied. It was found that once the side rail is lifted to an upper, close position, it remains securely lock. The unexpected opening is unlikely. Another simulation showed that when a blue release lever (which is used to open a side rail), is pulled quickly and forecefully, the locking pin may move out of its position into the chamfered area. In that situation, the side rail remains in raised position but is not locked. Citadel plus instructions for use states "pull the blue release lever and lower the side rail, holding the side rail until it is completely lowered". To sum up, the side rail could open unexpected, due to the locking pin moving out of its intended position, after the blue release lever was pulled. The side rail opened unexpectedly, therefore the arjo device failed to meet its performance specification. The device was used for patient treatment and therefore played a role in the event. The complaint was assessed as reportable due to the allegation that the side rail opened when the patient leaned on it. The patient started to fall. The customer staff caught the patient and rolled her back in bed. The patient sustained minor injuries.